Event description:
It was reported that no magnet response and no pacing was evident. Device interrogation was unsuccessful with no telemetry. The patient was in complete heart block at a rate of 42 ppm. In february 2008 the measured battery data was 3 kohms with normal lead impedances. Outputs were 2.5 v in both configurations and the magnet rate was at 90 ppm with approximately 35 months longevity.

Manufacturer narrative:
No medwatch form was received.